Event description:
The insulin runs out of pen before the pt pushes button to inject dose. Dose, frequency & route: inject as directed. Dates of use: (B) (6) 2008 to (B) (6) 2009. Diagnosis: diabetes. Event reappeared after reintroduction?: yes.